Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was indicated that the patient was getting a poor communication screen. The patient reported that they were getting poor communication on the patient programmer (pp). The patient noted that they had an accident on the morning of report and wanted to increase stimulation, but did not know how. The patient was assisted with increasing but the patient was getting poor communication even with assistance. The patient noted that the did not use the antenna, so the patient secured the antenna and synced with the implantable neurostimulator (ins) but this did not resolve the issue. The patient then unplugged the antenna, placed the pp directly over the ins n the skin, and synced, but this did not resolve the issue. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had received a replacement pp and was still not able to communicate, they were having the same issue. The patient was assisted with using the pp and it was noted that the pp was showing poor communication with and without the antenna. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.